Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. An obese patient with a surgical history that includes a total abdominal hysterectomy, bilateral salpingo-oophorectomy and a rectal prolapse, underwent repair of a spigelian hernia with composix kugel. Nearly three years post implant, the patient developed a recurrence and underwent repair using ventralex mesh. During the repair there was no mention of the previously placed composix kugel mesh and it was not reported to be explanted. Although no device failure was reported and it does not appear the recurrence was in the same location as the composix kugel, recurrence is listed as an adverse reaction in the product's instructions for use. Additionally, no device failure has been identified in the medical records and a review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. With the currently available information, no additional conclusion can be drawn. See MDR 1213643-2008-00582 for information related to the ventralex mesh implanted on (B)(6) 2008.

Event description:
The initial attorney report alleged pain and surgical intervention after the implant of a composix kugel mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 2005-patient underwent laparoscopic spigelian hernia repair with composix kugel. On (B)(6) 2005-office visit: patient doing well with minimal pain. On (B)(6) 2008-ER: patient has left sided abdominal pain. Exam reveals reducible hernia on left side that is minimally tender to palpation; recurrent incisional hernia. On (B)(6) 2008-patient underwent repair of recurrent incisional hernia with ventralex mesh.